Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead bipolar impedance had decreased to a low value, and triggered a lead warning. It was also noted that the lead's bipolar impedance was lower than its unipolar impedance. The lead was reprogrammed for unipolar use, and remains in use. No patient complications have been reported as a result of this event.